Event description:
It was reported that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system had pacing lead impedance (pli) measurements greater than 3000 ohms and shock lead impedance (sli) measurements greater than 200 ohms. The patient presented to the hospital where device was interrogated. During device check, it was noted that the battery life estimate had decreased from nine years to four years in a time period of a year and a half. The physician turned off device therapy. Technical services (ts) analyzed device data and found that power consumption had increased due to an anomaly of the pacing hardware which affected both rv and right atrial (ra) lead impedances. Ts recommended system replacement. This ICD was explanted, and another ICD was successfully placed. No additional adverse patient effects were reported. Device is expected to be returned to boston scientific for investigation.

Event description:
It was reported that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system had pacing lead impedance (pli) measurements greater than 3000 ohms and shock lead impedance (sli) measurements greater than 200 ohms. The patient presented to the hospital where device was interrogated. During device check, it was noted that the battery life estimate had decreased from nine years to four years in a time period of a year and a half. The physician turned off device therapy. Technical services (ts) analyzed device data and found that power consumption had increased due to an anomaly of the pacing hardware which affected both rv and right atrial (ra) lead impedances. Ts recommended system replacement. This ICD was explanted, and another ICD was successfully placed. No additional adverse patient effects were reported. Device is expected to be returned to boston scientific for investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.